Event description:
The patient was undergoing an arthroscopically assisted anterior cruciate ligament reconstruction to his left knee. Initial fixation was carried out with a bioabsorbable interference screw. This screw would not advance and it was discovered that the leading 2mm of the screw had sheared off. The screw was removed and replaced with another screw which provided excellent fixation.